Event description:
It was reported that hypotension and cardiac arrest occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) was used. During the procedure, the patient briefly had hypotension with no st changes or heart rate changes. It was thought to be a mechanical failure or an anomaly. Later in the evening post procedure, the patient had cardiac arrest and was found to have critical coronary artery disease. The patient was turned down for bypass surgery and has since been treated in the catheterization lab and is stable.